Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used. The lesion was predilated. Prior to use there was some resistance in removing the stent from the protective sheath and the stent appeared to be damaged when inspected once the sheath was removed. Negative prep was not performed. It is reported that the consultant did not consider the stent damage to be too severe until he tried to cross the lesion. Once this failed and it required further pre-dilation, the stent was removed and more damage was noted. The consultant decided not to deploy the stent. No resistance was noted while advancing the device to the lesion, however the stent was unable to cross the lesion. The stent was removed in order to re-balloon the lesion. The device was replaced with another medtronic device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.